Event description:
A (B)(6) female maintained on a liberty cycler since (B)(6) 2012 died at home on (B)(6)2012 after completing her peritoneal dialysis therapy. Patient's husband reported his wife had previously asked "is there some way to slow down the fill? I feel so full." Husband stated that the cycler worked well that night.

Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material and process controls were found to be within specifications. Review of the patient's flow sheet from (B)(6) and (B)(6) 2012 demonstrated that she completed 3 2300ml exchanges and a final fill volume of 1502ml. There were no alarms recorded and the patient's ultra filtration volume was -241ml. The clinical investigation indicates there is no information to reasonably suggest the cycler caused or contributed to the patient's death. Treatment data indicates the cycler performed as designed. No alarms occurred during the last treatment. Patient was not connected at the time of her death. Per the peritoneal dialysis rn, the care team physician listed the cause of death as unknown with related factors of atherosclerotic heart disease. The fmc pharmacovigilance physician concludes the patients nephrologist, (B)(6), stated that the liberty cycler did not cause or contribute to the patient's death; but rather the patient's death was related to her underlying cardiac disease. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.